Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited error code 41541 2003. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying error code alarm message on power up during the investigation.the root cause of the reported issue was found to be a defective microprocessor unit board.actions were taken to mitigate the reported issue: a microprocessor unit board was replaced.